Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had no symptoms and the phone did not alert for hypoglycemia leading to a fall of the patient. The patient suffered bruise on body and face as a result of falling and a loss of consciousness due to the hypoglycemia. A passer-by in the street called the fire department. Upon their arrival the cgm was reading 71 mg/dl, the firefighter blood glucose reading was 40 mg/dl, and the patient blood glucose reading was 38 mg/dl. The patient was resuscitated and monitored by the firefighters until full recovery of consciousness (no details about the medical intervention were provided). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.